Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that around (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Her blood glucose level was high at the time of the event. Therefore, she tried to treat it with correction bolus via pump and multiple daily injection and this issue occurred with seven infusion sets. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.